Event description:
It was reported that the knife of psee60a with gst60g reload cannot return after firing. The anvil is able to open after press on the reverse button. Notice the anvil of the stapler has bent. Surgeon commented the lung tissue is thick. This happened during the last firing of 5 firing in total. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4) date sent: 6/1/2023 d4: batch # 108a62. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and a gst60g reload loaded on the device. The reload was received partially fired 3/4. No functional test was performed due to the condition of the device. The device opened without any difficulties noted. The partially fired is consistent with an incomplete or interrupted cycle. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number (B)(6), and no non-conformances were identified.